Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu had an error with power cycle could not be confirmed or replicated during the investigation. The suspect pcu was powered on, no issues or error codes were observed. Power cycle (on and off) the suspect pcu twenty (20) times could not reproduce the reported issue. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. A preventive maintenance (pm) test was performed on the suspect pcu through alaris system maintenance (asm) passing all tests indicating the device is within specification. A review of the suspect pcu error log was performed, and no errors or anomalies were noted on the reported event date. On (B)(6) 2026 between 8:09 am and 8:32 am an infusion started on pump module s/n (B)(6) at a rate of 5.6 ml/hr and volume to be infused (vtbi) of 5.6 ml for an expected duration of 1 hour. The pump module alarmed for occlusion on patient side two times safety clamp open, and the infusion was restarted. A primary volume infused (pvi) of 1.98 ml was recorded. At 8:39 am an infusion started on syringe module s/n (B)(6) for drugid 38 (ampicillin) on a selected bd 1 ml syringe at a rate of 10.3572 ml/hr, vtbi of 0.8631 ml, patient weight of 1.69 kg, concentration of 100 mg/ml and dose of 50.2959 mg/kg. A soft maximum rate limit was exceeded and overridden. The syringe module alarmed for patient pressure and the infusion restarted. A pvi of 0.168 ml was recorded. Between 8:44 am and 8:55 am the syringe module alarmed for empty syringe and an infusion started on a selected bd 10 ml syringe at a rate of 10.3572 ml/hr, vtbi of 1 ml, patient weight of 1.69 kg, concentration of 100 mg/ml and dose of 50.2959 mg/kg. A soft maximum rate limit was exceeded and overridden. The infusion was completed and the unit was channeled off. A pvi of 1.8631 ml was recorded. Between 9:10 am and 9:12 am the infusion on pump module s/n (B)(6) was completed. The previous infusion was restored and started. A pvi of 5.621 ml was recorded. An infusion started on syringe module s/n (B)(6) for drugid 165 (gentamicin) on a selected bd 5 ml syringe at a rate of 8.2968 ml/hr, vtbi of 4.1484 ml, patient weight of 1.69 kg, concentration of 2 mg/ml and dose of 5.0059 mg/kg. Between 9:43 am and 9:45 am the syringe module alarmed for empty syringe and an infusion started on a selected bd 10 ml syringe at a rate of 8.2968 ml/hr, vtbi of 1 ml, patient weight of 1.69 kg, concentration of 2 mg/ml and dose of 5.0059 mg/kg. The infusion completed at 9:53 am and the unit was channeled off. A pvi of 7.0115 ml was recorded. Between 10:11 am and 11:32 am the infusion on pump module s/n (B)(6) was completed and a pvi of 11.226 ml was recorded. The infusion was restored and started two times, the first time completed successfully and the second time the unit was channeled off before the infusion could finish. The unit was channeled off and the system powered off. A pvi of 18.812 ml was recorded. Between 11:33 am and 1:30 pm the system was powered on, both modules were removed and the pcu was disconnected from ac power. The pcu was powered off and on two times. The pcu alarmed for battery low at 11:57 pm. On (B)(6) 2026 at 12:20 am the pcu alarmed for battery very low. Between 3:03 am and 3:18 am the pcu alarmed for battery discharged on was powered off. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris system with guardrails user manual v12.3.2 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspection to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error with power cycle could not be determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pcu during laboratory testing. Note that this report lists imdrf annex a1801, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported powered down the pump brain and restarted it at 11:35. Waited > 30 seconds after turning the pump on to start using the pump. The issue persisted. The affected pump was quarantined. Switched to a new pump brain and the issues resolved at 11:41". There was patient involvement with no patient harm.